Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in event, it was observed, discoloration of the objective lens was noted, cloudiness of the image was recognized, shadows were visible in the image, the zoom dis not operate smoothly due to the malfunction of the zoom mechanism, the bending angle was insufficient due to the elongation of the angle wire, the play of the angle knob was out of the normal state due to the elongation of the angle wire, the curved rubber bond was cracked, scratches were found on the tip cover, discoloration of the operation part was recognized, scratch was noted on the hardness adjustment ring, discoloration of the hardness adjustment ring was observed, scratches were found on the switch box, the operation part cover surface was unclear, scratches were noted on the operation unit cover, scratches were found on the right/left (r/l) knob, scratches were found on the grip, discoloration of the grip part was recognized, scratches were found on the universal cord, scratches were noted on the scope connector side of the universal cord, water coverage was recognized on the electrical connector, scratches were found on the scope connector, corrosion due to water leakage was found on the zoom connector, there were scratches on the zoom connector case, and scratches were noted on the right/left (rl) angle fixing knob. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the evis lucera colonovideoscope had leakage issue. Upon inspection of the customer¿s returned device it was observed, foreign object was noted inside the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.